Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door issue, which was unable to be reproduced, but was confirmed through review of the history log. The messages were found to be caused by a cracked threaded insert boss resulting in excessive force being required to close door. The front case assembly was replaced.

Event description:
It was reported that a spectrum pump experienced a door malfunction. It was also reported that there was no patient involvement.